Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  (No code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes indicate the patient received a primary attune tka to treat severe osteoarthritis of the right knee. Intraoperatively, the surgeon noted severe degenerative changes of the natural joint and effusion. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. On (B)(6) 2016, the patient underwent total right knee arthroplasty revision due to arthrofibrosis and pain. Upon entering the joint, the surgeon located and excised extensive scar tissue. The surgeon the indicated the implants were well-fixed and aligned though the femoral component and tibial insert were revised due to tight flexion despite debridement of scar tissue. The patella and tibial tray were well-fixed, intact, and retained. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and unknown bone cement products. Doi: (B)(6) 2015 dor: (B)(6) 2016 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: e1, e2, e3, e4, g2. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and stiffness.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.